Event description:
Customer reported simultaneous flow from the primary and secondary. At 11:00 am, a secondary infusion of vancomycin was hung and programmed to infuse over 90 minutes, rate 340 ml/hr. The primary infusion was normal saline, rate 15 ml/hr. At 14:00 pm, the user found the vancomycin had not infused. The IV administration set was evaluated and found to be misloaded into the pump. The infusion was paused and the set was reloaded correctly into the pump. The secondary infusion was restarted and the user noticed fluid dripping from both the primary and secondary bags. The user reported tha primary infusion was dripping faster than the secondary. The infusion was stopped. The administration sets and devices were sequestered and sent to biomed. No pt harm reported and no medical intervention required. No add'l pt and event info was provided by the customer. Tip sheets for secondary infusions and set loading were provided to the customer. Discussed with customer possible causes of concurrent flow: fluid height differential between the primary and secondary fluid bags. Fast infusion rate (500 ml/hr or faster) of the secondary infusion. Partial or incomplete smartsite valve piston opening due to surface irregularities on the male luer of the secondary set. No pt harm was reported and no medical intervention was required. Customer stated that the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.